Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no suicidal thoughts, nonspecific vaginitis. Previously administered products included for an unreported indication: zoloft from 2008 to 2018. Concurrent conditions included vaginitis, itching (vaginal itching), swelling nos, fever, chills, dysuria, vulvovaginal candidiasis, bacterial vaginosis, vulvovaginitis allergic and endometrial biopsy (under aseptic conditions.). Concomitant products included cilest (sprintec) since 2003, ibuprofen (motrin), nsaid's, paracetamol (acetaminophen) and sertraline (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 11 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish,"), migraine ("migraines/headaches,"), headache ("migraines/headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue."). In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: uti,") and rash ("rashes or skin conditions type: rash,"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), menstrual disorder ("menstruation issues") and back pain ("lower back area"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, depression, anxiety, rash, migraine, headache, dysmenorrhoea, vaginal discharge, fatigue, vaginal infection, dyspareunia and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2018: plaintiff fact sheet received. Vaginal infection, dyspareunia, back pain were added. Historical & concomitant drugs conditions were added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no suicidal thoughts ,nonspecific vaginitis. Previously administered products included for an unreported indication: zoloft from 2008 to 2018. Concurrent conditions included vaginitis, itching (vaginal itching), swelling nos, fever, chills, dysuria, vulvovaginal candidiasis, bacterial vaginosis, vulvovaginitis allergic and endometrial biopsy (under aseptic conditions.). Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2003, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue."), 11 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,") and rash ("rashes or skin conditions type: rash,"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back area"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, depression, anxiety, rash, migraine, headache, dysmenorrhoea, fatigue, dyspareunia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure removal date (B)(6) 2018. Treatment received for pain, abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tube occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and device dislocation ('migration of device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included perineal pain. No suicidal thoughts ,nonspecific vaginitis. Previously administered products included for an unreported indication: zoloft from 2008 to 2018. Concurrent conditions included vaginitis, itching (vaginal itching), swelling nos, fever, chills, dysuria, vulvovaginal candidiasis, bacterial vaginosis, vulvovaginitis allergic and endometrial biopsy (under aseptic conditions.). Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2003, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue."), 11 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,") and rash ("rashes or skin conditions type: rash,"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back area"). The patient was treated with surgery (hysterectomy + bi-s and robotic total laparoscopic hysterectomy and bilateral salpingectomies). Essure was removed on (B)(6) 2018. At the time of the report, the endometritis, device dislocation, menstrual disorder, depression, anxiety, rash, migraine, headache, dysmenorrhoea, fatigue, dyspareunia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure removal date (B)(6) 2018. Treatment received for pain, abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tube occlusion.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-mar-2021: mr received. Reporter information added. Event: endometritis added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: no suicidal thoughts ,nonspecific vaginitis. Previously administered products included for an unreported indication: zoloft from 2008 to 2018. Concurrent conditions included vaginitis, itching (vaginal itching), swelling nos, fever, chills, dysuria, vulvovaginal candidiasis, bacterial vaginosis, vulvovaginitis allergic and endometrial biopsy (under aseptic conditions.). Concomitant products included ethinylestradiol;norgestimate (sprintec) since 2003, nsaids, paracetamol (acetaminophen) and sertraline hydrochloride (zoloft). On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish,"), migraine ("migraines / headaches,"), headache ("migraines / headaches,"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge,") and fatigue ("fatigue."), 11 days after insertion of essure. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,") and rash ("rashes or skin conditions type: rash,"). On (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and back pain ("lower back area"). The patient was treated with surgery (hysterectomy + bi-s). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, menstrual disorder, depression, anxiety, rash, migraine, headache, dysmenorrhoea, fatigue, dyspareunia and back pain outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge and vaginal infection had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted as essure removal date (B)(6) 2018. Treatment received for pain, abnormal bleeding, bladder or urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: bilateral fallopian tube occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), uti, vaginal infection, vaginal discharge were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.